Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that five pcu keypads were not functioning and needed to be replaced. There is no patient involvement.

Event description:
It was reported that pcu keypad was not functioning and needed to be replaced. There is no patient involvement.

Manufacturer narrative:
The customer reported complaint of pcu keypad was not functioning was confirmed. The front case keypads (qty printec (1) p/n tc10012515) was returned inside a plastic bag. All parts inspected are manufactured by bd. External and internal inspection was performed on (qty printec (1) tc10012515). During external inspection, the ac indicator light did not illuminate and system on key did not function. All other keys functioned with no issues observed. During internal inspection, each layer of the front cases was removed and inspected for anomalies. Signs of fluid ingress was visible on received keypad. An extensive investigation for this issue has been previously performed and completed. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer. Becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 04oct2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 8nov2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only keypads returned for investigation.